Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, flat creases, and around 0-25% of the shell was missing. A weight test of the explanted material was verified and device was underweight. Microscopic analysis of the return device identified broken shell with striated edge on posterior side assessed as surgical damage, and nicks with striations assessed as surgical tool scratch-like. Based on the device analysis the final assessment was a broken shell with striated edge assessed as surgical damage, nicks with striations assessed as surgical tool scratch-like, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.